Manufacturer narrative:
The device was discarded and was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient experienced excessive bleeding during the procedure. There was bleeding from the blood vessels next to inflammatory nodule. They turned patient on the side and occluded the airway with the bronchoscope. They introduced iced saline and epinephrine and the bleeding stopped after 15 minutes. They extubated the patient and discontinue intervention without issues. There was no issues with the system reported. The patient was asymptomatic at follow up.